Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to mesh erosion, symptomatic cystocele, rectocele, vault prolapse and enterocele.

Manufacturer narrative:
(B)(4): the patient underwent the sling procedure on (B)(6) 2008. On (B)(6) 2011, the patient underwent explant surgery. It had never healed over and eroded resulting in three years of scratchy protrusion. The patient also underwent a hernia and small bowel repair. It was reported that patient developed bowel obstruction due to incisional hernia from prior surgery. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.